Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that the programming is incorrect. Customer stated that she has to go to hospital all the time. Customer stated that she did not wake up. Friend had taken her to hospital. Diagnosed hypoglycemia due to high basal rates. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.